Event description:
Customer reported issues with the insulin pump. Customer states that the act button would not clear. Customer also states that there is a no delivery alarm. The blood glucose reading is 260 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed functional testing. However, the insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump had cracked case at belt clip slot, minor scratched lcd window, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.